Event description:
On (B)(6) 2013, the distributer contacted animas stating there may have been a delivery issue with the pump. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the last basal delivery was on (B)(6) 2013. A review of the black box history shows a power interruption for 8 hours for unknown reason on (B)(6) 2013 between 05:24 am to 02:54 pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no damage found to the battery compartment or battery cap. The battery cap was able to secure tightly to the pump and maintained an electrical connection. The pump was powered on and displayed the ¿verify¿ screen. The ez-prime¿ steps were successfully performed on the pump. The pump was exercised for (B)(4) hours with no power or any delivery interruptions occurring. The pump was exercised for (B)(4) hours with no delivery issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.